Manufacturer narrative:
Qc is within acceptable range. The customer completed a liquid flow cleaning, primed the sample reagent probe and replaced the pinch tubing which resolved the issue. The field service engineer checked the instrument and found no issues. No further issues have been reported since the service visit.

Manufacturer narrative:
The unit of measure used for the probnp assay is ng/l.

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2018, the customer observed that controls were unstable for all tests on the cobas e 411 immunoassay analyzer . The customer found that there was too much air in a system reagent tubing. The system was primed to remove the air. Controls were tested and these were fine. The customer then repeated patient samples that were tested between (B)(6) 2018 and (B)(6) 2018. Controls tested after the patient sample repeat testing were again ok. After repeating the patient samples, the customer determined that some samples had questionable results which were reported outside of the laboratory. The customer provided data for a total of 51 patient samples and of these, 17 had erroneous test results. The affected assays include the elecsys vitamin d total gen. 2 assay (vitd) and the elecsys probnp ii immunoassay (probnp). No units of measure were provided for the probnp assay. The erroneous initial results for samples 1 - 16 were reported outside of the laboratory. The customer repeated controls in the morning and in the evening on both (B)(6) 2018 and (B)(6) 2018 and these were ok. The customer then started reporting patient results outside of the laboratory again. For sample 17, the sample was re-centrifuged and aliquoted into a sample cup prior to the second run. The field service engineer checked the analyzer on 16-nov-2018. After service, the third and fourth run of sample 17 were performed. The erroneous result for sample 17 was not reported outside of the laboratory. The customer reported the 4th run result outside of the laboratory. No adverse events were alleged to have occurred with the patients. The vitd reagent lot number was 340140, with an expiration date of 31-mar-2019. The probnp reagent lot number was 315859, with an expiration date of 31-aug-2019.